Event description:
It was reported that the prostyle device was being prepared for use. Upon opening the package, the link was noted to be frayed with the frayed portion sticking out from the device. There was no patient involvement. No additional information was provided. Device analysis of the returned prostyle device revealed a tear in the link on the prostyle device. A tear in the material of the device could result in detachment inside the patient as the separated portion could become emboli.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device and revealed a tear in the link on the prostyle device. The irregular appearance (frayed link) was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to a potential product quality issue. Based on the evaluation of the returned unit, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the prostyle device was being prepared for use. Upon opening the package, the link was noted to be frayed with the frayed portion sticking out from the device. There was no patient involvement. No additional information was provided. Device analysis of the returned prostyle device revealed a tear in the link on the prostyle device. A tear in the material of the device could result in detachment inside the patient as the separated portion could become emboli. This device was not used in the patient. There was no patient involvement.